Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant cobra fusion 150 lot number was not reported. There was no report of any device malfunction or procedural complications.

Event description:
On (B)(6) 2017, a (B)(6) male had a bilateral mis ablation with laa occlusion. There were no device or procedural complications noted at the time of procedure. A total of 16 minutes of ablation using the estech cobra fusion device was performed on the posterior box of the left atrium. The normal ablation sequence was done and addition to this, the mlp device was used to reinforce the roof/floor/pvi junctions on both the left and the right sides. The patient was heparinized with 10,000 units and the act was maintained above 300 throughout the case. Protamine was given towards the end of the procedure to reverse the heparin. Initially the patient awoke from surgery with visual changes (double vision) and a non-contrast brain CT was performed on post op day 1 which showed a left parietal-occipital/temporal acute ischemia. A repeat non-contrast brain CT was performed on post op day 2 confirmed left parietal-occipital/temporal lobe and left cerebellum hemisphere acute ischemia. The patients apixaban (eliquis) was stopped 2 days prior to procedure and restarted upon discharge, post op day 4. Follow up received (B)(6) 2017, the patient is doing much better with the visual issue improved and may be cleared to drive.